Manufacturer narrative:
(B)(4). It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a skin reaction under the sensor adhesive, at the insertion site. Patient's mother described the skin reaction as a blister. Additionally, patient's mother stated the skin looks as if it burns after a period of time. Sensor was inserted at abdomen on (B)(6) 2015. Patient's mother is a pharmacist and treats the affected area with triamcinolone cream. Patient was not prescribed medication by a physician. No additional event or patient information is available.